Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates screw loosening. The alleged event was non-verifiable as the product was not returned. A root cause for the reported event could not be determined, as the product itself remains unidentified. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, add evaluation codes,

Manufacturer narrative:
Device has not yet been returned to manufacturer. Distributor report the complaint on behalf of the dentist.

Event description:
It was reported that abutment screw was loose.